Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Multiple requests for additional information, including product return requests, were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists infection (driveline, localized, and pump pocket or pseudo pocket) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook (rev. C) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Review of the device history record, including sterilization and packaging documentation, showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The start of the infection in (B)(6) 2020 was reported in MFR report #2916596-2020-05109. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an ongoing pseudomonas driveline infection since (B)(6) 2020 and underwent a pump exchange heartmate 3 to heartmate 3 on (B)(6) 2020. The plan is to continue cefipine post exchange.